Event description:
It was reported that during the procedure, the stylet failed to be inserted into the right ventricular (rv) lead. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. A complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was overtorqued and some filars were broken consistent with procedural damage. The cause of the reported event was due to the overtorqued inner coil at the connector region which is consistent with procedural damage.